Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 09/21/2015. The pcb00 system was returned to the manufacturer for evaluation. The return sample was visually inspected and showed that the plunger component was observed in a complete advance position. The plunger was observed screwed in the preloaded insertion system and the pushrod was observed pass through the cartridge. The pcb00 was visually inspected under a microscope. Viscoelastic residues were observed inside the device and the pushrod was observed out of the cartridge tip. The lens was not observed inside in the pcb00 unit or received for evaluation. Therefore, a visual inspection could not be performed and the reported complaint of a lens scratch cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr). The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that all steps prior to implantation were completed as directed by the directions for use (dfu). It was stated that once the pcb00 was inserted into the eye, it appeared that the lens had a scratch in the central part of the lens. The lens was explanted by cutting the lens in half. No further information was provided.